Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude med, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, absorbable components and delivery sys should be withdrawn from the pt. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that a 6f angio-seal vip was selected for use following a catheterization. Following the procedure, a hematoma was identified in the right thigh and the pt was found to have a pseudoaneurysm. This was located and compressed successfully with ultrasound. The next day, the pt walked around and felt heaviness in the groin area. A fullness was present in the right thigh. A repeat ultrasound was done with repeat compression as the aneurysm had reopened. Manual compression was performed for one hour without success. Surgery was arranged. An incision was made over the right groin. During surgery, it was discovered that the anchor from the angio-seal was opposed to the vessel wall but there was a space between the anchor and the collagen. The hematoma was cauterized and evacuated and the angio-seal was removed. The pt has been discharged and is in stable condition.